Event description:
During an in-clinic follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Rv lead fracture was suspected. As the patient was pacemaker dependent, the patient was hospitalized for observation. X-ray imaging was performed but no lead abnormalities could be confirmed. The device was reprogrammed to resolve the event. The patient was in stable condition.